Event description:
Senseonics was made aware of an incident where patient reported a false hypoglycemia incident. The blood glucose values was 157 mg/dl and sensor glucose value was 75 mg/dl. Patient did not require any medical treatment because he had no symptoms (blood glucose was normal). Patient alleged that the system woke him up at night because his glucose was low and the alarm went on. When he measured the blood sugar, the values were completely different. Patient did not require any medical treatment as he did not have any symptoms

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation analysis, at the time, the customer alleged of hearing alerts and being woken up by them. Per dms, it was confirmed that there were no alerts by the system around the time when there was mismatch between the sensor readings and fingerstick measurements, since sensor readings were not below the hypo threshold (75 mg/dl). The alerts were rather asserted 6 hrs prior to the reported time. However, the sensor inaccuracy could not be confirmed since there was no bg value entered during the time of asserted alerts. At the reported time, due to transient noise in the optical channel, temporary mismatch was observed between the sensor readings and fingerstick measurements. Once the sensor diagnostics recovered, following the reported event, there were good agreement between the sensor readings and the fingerstick measurements.